Event description:
It was reported that a patient within the first week of ilet pump use experienced fluctuating blood glucose with documented hypoglycemia to 65 mg/dl and hyperglycemia up to 292 mg/dl, while also not adhering to recommended meal spacing as the system adapted; the patient sought guidance on pump settings and reported prior unsuccessful attempts to reach training support. Symptoms included shaking/tremors and diaphoresis during low glucose, with no symptoms reported during high glucose. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component attribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.